Event description:
It was reported that ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that ventilator generated alarms for low expiratory minute volume. The customer has tested the ventilator without being able to reproduce the reported failure. The evaluation of the provided logs confirms the reported alarm. No further issues has been reported. No parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).